Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the photo depicts the cartridge partially applied with both tracks twisted and not in the clip body. Visual inspection of the cartridge noted the clip was partially advanced with both tracks not aligned and twisted. Functional testing found that an rpa representative instrument c2h3101 was used for all functional testing. The cartridge was loaded into the rpa representative instrument, the firing handle was actuated, and the firing cycle was completed and the tracks were not aligned. It was reported that the clip was scissored. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if a side force or twist was applied to the clip track during application causing the clip track to not stay aligned.5-10. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: place the jaws of the cartridge around the tissue to be ligated until they can be seen beyond the tissue. Rotation of the instrument shaft will facilitate placement of the clip cartridge. Ensure that the tissue to be ligated is located completely within the confines of the clip prior to closer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a tep hernioplasty, the clip was unable to fired completely, however the outer parts were not closed, the clip legs were malformed and cross like a scissor. A new device was used to resolve the issue. There was no patient injury.